Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise and loss of normal sensing can be seen on the ra channel. Shock impedance fluctuated from 50 to 62 ohms post ICD change out in (B)(6) 2025. Pacing impedance has been consistent and within normal range. Lead will be evaluated. Lead remains implanted. Should additional information be received, this file will be update.